Event description:
In early 2009, the patient was implanted with gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. The patient tolerated the procedure. Four days later, the patient underwent an additional endovascular procedure to address distal infolding of the trunk-ipsilateral leg component. The physician ballooned the device, then extended with a contralateral leg component. The infolding resolved, and the patient is stable with no further complications.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications.